Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one haptic of the intraocular lens (iol) was broken and therefore missing from the intraocular lens (iol). No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: per follow up, it was confirmed that the correct serial number is (B)(4). Serial#: (B)(4). Catalog#: pcb0000220. Expiration date: 12/22/2019. UDI #:(B)(4). Device manufacture date: 12/22/2016. Device available for evaluation? Yes, returned to manufacturer on 05/01/2017 device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in a folding carton. The plunger was observed in advanced position and the cartridge was correctly engaged into lower body of the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. The pushrod was observed exposed out of the cartridge tip. The lens was returned out of the device. The haptics of the lens were detached but they were not returned. The reported issue was verified. However, the condition in which the sample returned indicate that the sample was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.